Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s908u1ueu7exk6 cloud - smartphone hardware sm-s908u1 cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 450 mg/dl. The patient had chills, diarrhea, nausea, and vomiting. For treatment, the patient was given insulin and diagnostic tests. The patient was discharged after 1 day. The pod was worn between 1 and 4 hours on the abdomen and was leaking.